Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump until the replacement pump arrived. The customer's blood glucose value ranged from 382-450 mg/dl.